Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I processing module, list number 03r65-01, and manufacturing site of new suspect device (abbott laboratories) back to the alinity I toxo igg reagent kit, list number 07p45-32, and manufacturing site in section d of this report (abbott gmbh). MDR number 3002809144-2022-00423-02 (list 07p45-32, lot 44254be00) and MDR number 3002809144-2023-00071-00 (list 07p45-32, lot 46257be00) have been submitted and all further information will be documented under those MDR numbers.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3002809144-2022-00423-00 under a different suspect device.

Event description:
The customer observed false reactive alinity I toxo igg results for three patients compared to results on another instrument. The following data was provided: sid (B)(6): 1st pass: (B)(4) 2.064 iu/ml, 2nd pass: (B)(4) 0.401 iu/ml. Sid (B)(6): 1st pass: (B)(4) 8.2558 iu/ml, 2nd passage: (B)(4), 0.266 iu/ml. Sid (B)(6): 1st visit: (B)(4), 10.633 iu/ml, 2nd pass: (B)(4), 0.132 iu/ml. Sid (B)(6): 1st passage: 12.38 iu/ml (B)(4), on (B)(6) 2023, 2nd passage: 0.14 iu/ml (B)(4) on (B)(6) 2023. (B)(6): 1st passage: 2.75 iu/ml (B)(4), on (B)(6) 2023, 2nd passage: 0.09 iu/ml (B)(4), on (B)(6) 2023. No impact to patient management was reported.